Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed.  The reported problem (will not power on monitor) has been confirmed.  As received, the battery was unable to power on a monitor or charge. The battery connector was physically damaged, which prevented the battery from connecting to a monitor or battery charger. The root cause for the damaged connector was physical abuse. There was no death or adverse event associated with the battery malfunction.